Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a sling placement procedure which worked for the treatment of her stress urinary incontinence. The patient also had a tubal ligation surgery on the same day. During a routine follow up, it was noted that the patient's labia was swollen. The physician thinks that the inflammation was an allergic reaction to the mesh and so he decided to remove the sling 30 days after the implant. As a result, the swelling subsided but the patient started leaking again. The procedure was completed and the patient fully recovered.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a sling placement procedure which worked for the treatment of her stress urinary incontinence. The patient also had a tubal ligation surgery on the same day. During a routine follow up, it was noted that the patient's labia was swollen. The physician thinks that the inflammation was an allergic reaction to the mesh and so he decided to remove the sling 30 days after the implant. As a result, the swelling subsided but the patient started leaking again. The procedure was completed and the patient fully recovered.

Manufacturer narrative:
Correction to block h6: patient codes - e0402 has been added. Block d4, h4: the complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e2326, e2338 and e0402 capture the reportable events of inflammation, swelling/edema and allergic reaction. Impact code f1903 captures the reportable event of device explantation. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.